Event description:
It was reported that after performing a ptca procedure on a calcified lad, the physician reportedly had difficulty reaching the lesion site. Upon dilatation, a waist remained in the balloon, however the physician still attempted to get to the lesion site with the stent delivery system. It did not cross the lesion and the system was removed through the guiding catheter, leaving the guide wire in place. Upon removal, it was noted that the stent was missing. An attempt to snare the stent first with a snare device and then with a balloon was unsuccessful. The stent was brought back to the descending aorta where it was lost again. No further intervention was made. The procedure was completed with another co's stent.